Event description:
The patient came in reporting pain due to a loose stem and the cause is unknown. At 7 years and 8 months after the primary surgery, the surgeon revised the stem, head, and liner with competitor components, and the surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 1 sep 2022. Lot 143636: (B)(4) items manufactured and released on 04-aug-2014. Expiration date: 2019-jun-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Clinical evaluation performed by medical affairs director: revision at 7 years and 8 months after the primary surgery in a male patient due to pain. According to report, the stem was loose. The surgeon revised the stem, head, and liner, and the surgery was completed successfully. From the radiographic image provided, signs of stress shielding are visible, the sem seems to have found stability only in the distal part. It appears that the revised limb is shorter but we cannot tell if this condition is the result of secondary stem subsidence or if it was present after index operation. Aseptic loosening is a possible literature described adverse event after primary cementless hip arthroplasties and causes are often unknown. The reason of this failure cannot be determined.